Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon stated the device delivered a clip that formed improperly. The clip appeared to be scissored. It was the first firing of the device. The following clips deployed properly. The same device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # m92945. The analysis results found that the instrument er320 was received with the jaws yielded. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the trigger was attempted to be actuated, however it could not be manipulated. No functional test could be performed due to this condition. The instrument was disassembled in order to evaluate the condition of the internal components and upon disassembling, the trigger was found to be broken. No conclusion could be reached as to what may have caused this damage. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.